Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that manipulation of the device and/or interaction with the 95% stenosed, heavily tortuous, and heavily calcified lesion resulted in the noted pinched distal sheath; thus resulting in the ratchet unable to properly engage the stent during final deployment, resulting in the reported activation failure/deployment failure; however, this cannot be confirmed. It was noted that were jacket and inner member separations during the returned device analysis which possibly occurred due to manipulation of the device and/or during handling/shipment for return analysis; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, heavily tortuous, and heavily calcified lesion in the superficial femoral artery. A 6fx45cm sheath was advanced through a 5.2mm vessel diameter. Pre-dilatation was performed with a 5.5x150mm armada 18 balloon catheter at 8 atmospheres for three minutes. A 5.5x150mm supera self-expanding stent system (sess) was prepared and deployed per the instructions for use. Confirmation of the stent deployment in the vessel was made; however, when the sess was removed under fluoroscopy it was noted that the stent was take out along with the sess. The patient was stable and after 10 minutes of observation the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.